Manufacturer narrative:
Ae or product problem, outcomes attrib. To ae , describe event or problem, and type of reportable event updated. (B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was located in a calcified artery. The shaft break occurred inside the patient's body and the broken shaft was removed with a snaring device.

Manufacturer narrative:
Device is a combination product. (B)(4). F/g,promus element,mr,ous 2.75x32mm stent delivery system (sds) was returned for analysis broken into two sections. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found an inner and outer shaft polymer extrusion break 21.5mm proximal of the proximal balloon bond. The inner and outer extrusion was stretched and kinked on the proximal side of the break. Severe stretching was noted to the inner shaft polymer extrusion, on both sides of the bi-component bond. A visual and microscopic examination found the tip was damaged. The tip was stretched in the mid-section and had a rough edge on the distal end. A mandrel was returned inside the inner shaft polymer extrusion lumen in the distal section of the device. The mandrel was kinked and the pigtail loop had been removed, it appeared to have been stretched out of its loop shape. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 2.75x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed outer shaft polymer extrusion break.